Event description:
The reporter stated: the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in both eyes. This icl was implanted on (B) (6) 2010. The surgeon is planning on explanting this icl due to the icl having decentered. The pt was having vision problems and glare at night - the pupil was larger than the icl. The surgeon felt the event was not due to mismeasurement of the white-to-white or mislabel, he felt it was due to the pt's anatomy.

Manufacturer narrative:
(B) (4) (glare), (vision problems) - (B) (4): eval results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn) based on the complaint history and work order search, a specific root cause of the event could not be determined. (B) (4)